Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose level was estimated at 245 mg/dl. Additionally, the customer went to the emergency department with a blood glucose level under 400 mg/dl and high ketones, due to the pump shutting off. Customer was treated intravenously with saline and insulin. Customer was released 6 hours later in stable condition with a bg of 137 mg/dl. Reportedly, customer consulted with a healthcare provider to discuss personal profile settings.